Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that the pad of the femoral impactor instrument fractured. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d1; d2; g1; g3; g6; h1; h2; h3; h6 the complaint can be confirmed through analysis of the returned product. Visual examination of the returned product identified that a piece of the corner of the impactor pad broke off due to wear over time. Not all pieces were returned. Dimensional analysis of the product determined that, when measured, it conformed to the print specifications. The impactor pad fracture surface artifacts of hackle marks and river lines support the overload failure mode and align with an internal research memo, summary of failure analysis of knee impactor fractures, in which an overload fracture failure mode was identified. The device history record was reviewed, and no discrepancies relevant to the reported event were found. A review of complaint history identified additional similar complaints for the reported item and part and lot combination. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a piece of the corner of the impactor pad broke off due to wear over time. The device had been in the field for approximately over five years and showed signs of repeated use. There was no patient involvement. Attempts have been made and no further information has been provided.